Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) and high capture thresholds on the left ventricular (lv) lead. Subsequently, the crt-d was explanted and the lv lead was capped. Both of these products were replaced. No additional adverse patient effects were reported.